Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no communication anomaly due to buttons not responding. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of the incident. The pump was tested with clamp to understand whether insulin flow blocked alert occurs or not and test passed. Customer was instructed the customer to perform auto test to the insulin pump and test passed. The insulin pump will be returned for analysis.